Manufacturer narrative:
The device was explanted on (B)(6) 2019. The recipient was re-implanted with a new device at the same surgery. The device received at cochlear on (B)(6) 2019 and device investigation is in progressing. This report is filed on july 26, 2019.

Manufacturer narrative:
This report is submitted on june 11 , 2019.

Event description:
The cochlear implant was evaluated on (B)(6) 2019 using the integrity test system. The results are consistent with a device malfunction. No clinical recommendations have been made. The recipient will continue to be monitored by the health care provider.